Event description:
Several erroneously high creatinine (cre3) results were reported out of the laboratory.customer supplied one example where the initial result was 3.3mg/dl and 1.6mg/dl upon repeat.the sample was tested on a different instrument and a result of 1.4mg/dl was obtained.the customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Prior to the event , cre3 cup was calibrated and qc results were within the lab's established ranges.a field service engineer (fse) was dispatched:the fse replaced the analog 3 board. The repairs were validated by running a precision study and results were within specifications.a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.